Event description:
Treatment of an ica (internal carotid artery) aneurysm measuring 8mm. During pipeline deployment, it was reported that the distal end of the pushwire fractured off as it was torqued the incorrect way in an attempt to release the pipeline from the capture coil. The entire pipeline system was retrieved by advancing the navien guide catheter over the marksman catheter and pipeline.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation as it was discarded.(B)(4).